Manufacturer narrative:
The molecular presence of both guanine and adenine at c.125 in the absence of the silencing polymorphism at ackr1 -67 and weakening polymorphism at c.265 would normally represent a fy*01/02 (fya+b+) individual 1,2. However, a novel polymorphism in the gata motif at ackr1 -69t>c, two basepairs upstream of the canonical -67t>c gata silencing mutation (fy*02n.01)3, would most likely result in the silencing of the linked duffy allele. This novel mutation may explain the serological fya- result while molecularly the result is fya+ as in beadchips heac1556_5 and head0316_2. A second novel polymorphism in the 5'utr was also found at ackr1 -248t>a. Silencing mutations are listed as limitations in the precise type hea package insert.

Event description:
The customer reported a possible discrepancy. The donor is fya+ using the bioarray hea molecular beadchip kit; serology results were fya-.